Event description:
A pt underwent a microdiscectomy at l2-l3. Within approximately 15 minutes of application of 5g of adcon-l the pt experienced what was described as "anaphylactic shock". The pt was stabilized by administration of "massive corticosteroids". The anesthesia medication listed was diprivan. No other products were co-administered. No immunological tests were performed to determine the cause of the reaction. The event resolved without further sequelae and the pt status after the event was reported as "perfect".